Event description:
Philips received a complaint on heartstart xl+ defibrillator indicating that the therapy delivery test had failed. There was no patient involvement. The rse evaluated the device remotely. It was determined that, therapy delivery test failed due to the failure of the capacitor. As the device was at the end of life, the part was not available. It has been concluded that no further action is required at this time.